Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. Per the instructions for use of the device, infection is a known possible risk of use of the device. The physician stated that they are unsure as to what caused the infection. Internal complaint number: (B)(4).

Event description:
A patient reported a pump explant due to infection. Patient stated that their incision became severely infected requiring multiple rounds of antibiotics. Later, the patient underwent a revision surgery, wound debridement, insertion of a gravity fed wound drain. A pic line was implanted and several rounds of antibiotics before undergoing the surgery to clean everything up. The infection never fully cleared up. The pump was later removed, while the catheter was clamped off and left in the spinal canal. After the removal of the pump and debridement of the wound, it was decided that a wound-vac would be the best course of action until there was no longer any signs of infection.